Event description:
The customer reported the unicel dxc 600 pro synchron system had erroneous low result on sodium (na). Customer reported the result outside of the lab. One patient received a bolus of sodium chloride treatment because of the erroneous low na result. The system was recalibrated and the sample was repeated with a higher result. The result was amended and the patient was discharged from the emergency room. Additionally, qc run before the patients exhibited the same degree of low recovery as the patients. The customer ignored the low qc and released patient result.

Manufacturer narrative:
The customer reported repeated result was performed using the same lot but fresh bottles of aqua cal calibrators on the same instrument. However, the old calibrator bottles had been discarded and couldn't be confirmed. Therefore the cause of the erroneous low na result is unknown. The event was specific to an isolated calibration. It is unknown how the calibrators were handled. Recalibration with fresh calibrators (same lot) resolved the issue. There was no evidence of system malfunction.